Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: visual and microscopic analysis of the returned device identified: red particles on shell, around 0-25% of the shell is missing, flat creases, broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact (a dimension measurement in the shell was performed which identified the thickness within specification), non penetrating nicks, curved opening with striated edge on anterior side. A weight test of the explanted material was verified and it was underweight. Based on the device analysis, the final assessment is a curved striated opening assessed as surgical damage, broken shell with sharp edge where is localized stresses induced assessed as surgical impact and missing shell that is assessed as inconclusive.